Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d5; g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: we got the collar of the prosthesis to within 1mm of the femoral neck cut, at which point it became difficult to advance the prosthesis further, and the anterior femoral cortex had an insertional fracture with the last blow, which seated the collar flush with the neck cut. A definitive root cause cannot be determined. This complaint can be confirmed via the provided medical records. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) - stem. D10: cat# 00612005028 lot# unk liner 28 mm i.d. For use with 50/52/54 mm o.d. Shells 20 deg. Elevated rim. Cat# 00801802802 lot# unk femoral head sterile product do not resterilize 12/14 taper unk trilogy 50mm cup. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right hip arthroplasty. During the initial procedure, an insertional fracture of the anterior femoral cortex occurred. The surgeon reported that it became difficult to advance the prosthesis and with the last blow the fracture occurred. No intervention was needed, and the surgery was completed without complications. It was reported that no further information could be provided.